Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor put inside the microelectrode and they took an image with fluoroscopy. They drew on the fluoroscopy and they took out the microelectrode and replaced the lead inside. Then when an image was taken again they saw it wasn't in the exact same spot. When the doctor took out the lead there was blood inside of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had filled with blood. A new lead needed to be used and the procedure was continued. The issue had resolved.